Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient reported dyspareunia. However, the physician thoroughly examined the patient and found no correlation between the dyspareunia and the advantage. The physician stated the patient is known to have pelvic floor hypertension which may be the cause of the dyspareunia.